Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced ineffective stimulation. X-rays did not reveal any anomalies. Stimulation could not be restored. Surgical intervention is planned as the next course of action.

Event description:
Follow-up identified the patient underwent surgical intervention during which the lead was re-inserted into the ipg. The issue was resolved following the procedure. The exact date of surgery is unknown at this time.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2017-05669. Follow-up identified surgical intervention was undertaken on (B)(6) 2017. In addition, the ipg has been included as device 2.

Event description:
Device 1 of 2, reference MFR. Report: 1627487-2017-05669. Follow-up identified the original issue was attributed to the lead being pulled out of the ipg header.